Manufacturer narrative:
A review of the letter indicates the patient had been continuously wearing mepiform 24 hours/day. Follow up information from the treating physician confirmed the patient did not follow the IFU and wore the product continuously for multiple days without washing skin. The dressing change and removal section of the instructions for use (IFU) for mepiform indicates: 1. Mepiform should optimally be worn for 24 hours a day. Remove the dressing once per day for inspection and washing of the skin. The dressing can then be reapplied. 2. Mepiform should under normal conditions be changed every 3 - 7 days or when the adherent properties of the dressing are no longer sufficient. 3. Mepiform is waterproof and can be worn while bathing and showering. Precautions: should maceration or rash occur, remove the dressing and allow the skin to recover until the symptom has disappeared, then continue treatment gradually increasing therapy time. If the symptom persists, discontinue use and consult a physician for advice.

Event description:
Letter published in dermatologic surgery journal (dermatol surg 2019;00:1-4) entitled toxic shock syndrome (tss) associated with the use of silicone gel dressings. The author discusses "a case report on postoperative day 21 after resection of bilateral lateral ('dog-ear") abdominoplasty scar deformities." The resection was on the lower lateral sides of the original incision three (3) months after the abdominoplasty. The patient used mepiform to treat the scars. Seven days after scar revision, mepiform was placed on the recent incisions with unremarkable recovery for following two weeks. On day 24 the patient reported to the primary care physician (pcp) experiencing redness and mild discomfort of the skin where the dressing was placed. The pcp diagnosed the patient with an allergic reaction and the mepiform was discontinued. The patient's symptoms did not improve and experienced a fever, weakness and diarrhea the following day (25). It was at this time that the patient revealed that they had been wearing the mepiform 24 hours a day. A physical examination was performed, the fever was 104 'f with extensive ecchymosis and erythema of both flank areas. The patient was then admitted to the hospital with the diagnosis of tss. Lab work showed a normal absolute white blood cell count with bandemia (bands = 12%), hypoalbuminemia was also present. Blood cultures were negative. The patient was treated with aggressive intravenous hydration, antibiotic therapy (ceftriaxone) then oral antibiotics (cefadroxil) and supportive care. Skin changes started to resolve and the patient was afebrile after 24 hours of treatment. The patient was discharged from the hospital three (3) days later and the surgical incisions remained dry and intact without discharge or signs of abscess. The authors' current recommendation to patients is to use mepiform for 12 hours at a time only and to thoroughly wash their skin between applications. Follow up information was received from one of the doctors that authored the article. Additional information not published: the patient has a family history of tss due to skin conditions. The patient's sibling developed tss while wearing a cast. Bacteria accumulated under the cast and entered through a break in the skin, causing tss. The patient for this case, while using mepiform, exercised regularly with perspiration and was advised to only use the product at night after washing the skin very well. They believe the dressings were worn for several days continuously without washing and that led to the diagnosis of tss.

Manufacturer narrative:
A review of the letter indicates the patient had been continuously wearing mepiform 24 hours/day. The dressing change and removal section of the instructions for use (IFU) for mepiform indicates: mepiform should optimally be worn for 24 hours a day. Remove the dressing once per day for inspection and washing of the skin. The dressing can then be reapplied. Mepiform should under normal conditions be changed every 3 - 7 days or when the adherent properties of the dressing are no longer sufficient. Mepiform is waterproof and can be worn while bathing and showering. Precautions: should maceration or rash occur, remove the dressing and allow the skin to recover until the symptom has disappeared, then continue treatment gradually increasing therapy time. If the symptom persists, discontinue use and consult a physician for advice.

Event description:
Letter published in dermatologic surgery journal (dermatol surg 2019;00:1-4) entitled toxic shock syndrome (tss) associated with the use of silicone gel dressings. The author discusses "a case report on postoperative day 21 after resection of bilateral lateral ('dog-ear") abdominoplasty scar deformities." The resection was on the lower lateral sides of the original incision three (3) months after the abdominoplasty. The patient used mepiform to treat the scars. Seven days after scar revision, mepiform was placed on the recent incisions with unremarkable recovery for following two weeks. On day 24 the patient reported to the primary care physician (pcp) experiencing redness and mild discomfort of the skin where the dressing was placed. The pcp diagnosed the patient with an allergic reaction and the mepiform was discontinued. The patient's symptoms did not improve and experienced a fever, weakness and diarrhea the following day (25). It was at this time that the patient revealed that they had been wearing the mepiform 24 hours a day. A physical examination was performed, the fever was 104 'f with extensive ecchymosis and erythema of both flank areas. The patient was then admitted to the hospital with the diagnosis of tss. Lab work showed a normal absolute white blood cell count with bandemia (bands = 12%), hypoalbuminemia was also present. Blood cultures were negative. The patient was treated with aggressive intravenous hydration, antibiotic therapy (ceftriaxone) then oral antibiotics (cefadroxil) and supportive care. Skin changes started to resolve and the patient was afebrile after 24 hours of treatment. The patient was discharged from the hospital three (3) days later and the surgical incisions remained dry and intact without discharge or signs of abscess. The authors' current recommendation to patients is to use mepiform for 12 hours at a time only and to thoroughly wash their skin in between applications.